Manufacturer narrative:
The device was evaluated and was functioning as designed. Review of the log files confirm that the fluid removal parameter setting was set to the optional l/hr. On (B)(6) 2016 the patient received treatment with the system set at l/hr for approximately 30 hours in two separate treatment sessions. A total of 7l of fluid removal was removed in the first session. Alarms and cautions including low arterial pressure were generated per the system design, with treatment terminated for a series of low pressure alarms after 11hrs 11mins. On (B)(6) 2016 treatment was resumed with the system set at l/hr. The second session continued for over 17 hours before being manually stopped by the user. The total fluid removed in this timeframe was 0.73l. The reason for terminating this treatment cannot be determined from log file analysis. The patient was not in treatment with the system when they expired on (B)(6) approximately 17 hours later. Although dehydration was reported, the time of onset and specific symptoms were not available and the cause of the patient¿s death was not given. Critical care is an environment where patients are closely monitored in order to identify, respond to and treat changes in patient condition. Parameter options are set by trained personnel at the user facility per their specific protocol. During treatment, detailed information is shown on the front panel of the cycler and on the oneview screen, displaying flow rates, treatment volumes, treatment pressures, operation status and alarms. The user guide includes information for use of the device and for troubleshooting actions that the user may require. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received regarding a (B)(6) year old female patient with unknown comorbidities who died two days after initiating continuous renal replacement therapy (crrt) treatment. The patient began treatment on (B)(6) 2016 and showed signs of dehydration prior to her death on (B)(6) 2016. The risk manager (rm) stated that the cycler had been set by the user facility for crrt in l/hr instead of ml/hr.